Event description:
A male pt underwent aaa repair in 2009. The pt had very calcified vessels. The pt was planned to receive an aorto-uni graft and a repair on an aaa with left iliac occlusion was to take place. The pre-existing self expanding stent in the right common iliac artery was dilated and the renu converter graft transversed without problems. Graft was deployed using anatomical landmarks and comparisons with angiogram. A zenith iliac leg was also placed without problems. Final angiogram revealed an absence of endoleaks; however, it did appear that the fabric had occluded the right renal artery. The physician decided to stent the right renal artery. Final angiogram revealed improved flow to the right renal artery. The pt subsequently had a stroke and is on a ventilator.

Manufacturer narrative:
Still under investigation at this time.